Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Service & repair functions were performed as per (B)(4). Nothing noted in the service history that could have contributed to the complaint. As per customer's complaint of unit sparked, unit was evaluated and failed leakage test during electrical safety test, confirming this complaint. This failure was due to a bad psu board. To correct the problem; replaced the psu board. The scratched top plate was replaced. The unit passed all functional tests and is fully operational. Performed service bulletin fscb47. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this serialized device. At this time, no corrective action is required and no further action is warranted. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate there is no evidence of manufacturing anomalies related to the failure reported on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported the vapr 3 generator unit sparked at the beginning of surgery. There was no user or patient harm. This is report 1 of 1 for (B)(4).